Event description:
Thirty minutes into a dialysis session the patient's blood pressure dropped and he complained of arm weakness and a funny feeling in his chest. Treatment was terminated and the blood circuit was returned to the patient. An ambulance was called to transport the patient to the hospital. During the transfer to a gurney, the patient collapsed and went into cardiac arrest. He was successfully resuscitated and admitted to the hospital for observation and stabilization. Neither the physician, not the nurse caring for the patient believe that any device malfunction occurred, or that the devices used during the dialysis caused or contributed to the patient cardiac arrest. The phoenix machine was inspected and determined to be operating within manufacturer¿s specification. The cartridge blood tubing set was retained by the customer and will not be returned for analysis.

Manufacturer narrative:
The cartridge blood tubing set was retained by the customer and will not be returned for analysis and the lot number was not be provided by the facility.